Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported the programmer would not power up. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was cut and the cable insulation was ruptured. (B)(4).